Manufacturer narrative:
(B)(4). Batch # l52288. Conclusion: the analysis results found five 6r45b cartridge reloads were received. Cartridge (a, ) 6r45b, l52288 was received fully fired and with cartridge deck damage. In addition two b-shaped staples were found on cartridge deck. The found damage on the cartridge (a) deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Cartridge (b) 6r45b, l52288 was received fully fired and in good visual conditions. Cartridge (c) 6r45b, l52288 was received fully fired and in good visual conditions. In addition 1 formed staple was noted on cartridge deck. Cartridge (d) 6r45b, l52288 was received fully fired and in good visual conditions. Cartridge (e) 6r45b, l52288 was received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastroplasty procedure, the load presented problems not closed at "b" and stayed "u." Another like device was used to complete the procedure. There were no adverse consequences for the patient.